Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump indicated occlusion. Reported status of device was before medicine administration, there was no patient involvement or harm.

Manufacturer narrative:
Received one device. Visual inspection found no damage. Customer problem wasn't duplicated. Visual and functional test was performed. Occlusion test was used. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.